Event description:
The account reported that the brakes are not holding. The bed was located in the accounts bed shop. There is no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found the head and foot end brake hex rod screws are broken off. The technician found the brake casters on the device were out of alignment and the brake steer pedals on the device caused a tension on the screws which eventually led to the failure. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the head and foot end brake hex rods to resolve the issue. Based on this information, no further action is required.